Manufacturer narrative:
Patient¿s identifier, date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.812.004, lot # 8662234: manufacturing site: (B)(4), manufacturing date: 26. Nov. 2013: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The following parts were returned: 03.812.001, 9918560 t-pal spacer applicator handle, qty 1, mfg 24-may-2016, 03.812.003, l188605 t-pal spacer applicator inner shaft, qty 1, mfg 24-may-2016, 03.812.004, 8662234 t-pal spacer applicator knob, qty 1, mfg 26-nov-2013. The assembly was functionally tested upon receipt and the complaint could not be confirmed. The knob was able to be twisted to open and close the prongs of the inner shaft and the device was able to be assembled and disassembled without difficulty. The complaint is unconfirmed. A visual inspection, functional test, drawing review, and device history record review were performed as part of the investigation. No product design issues or discrepancies were observed. No new information was identified as a result of this investigation. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer (technique guide j9931-c). Relevant product drawings were reviewed. Per relevant drawing, the tip of the inner shaft should freely accept a 6.5 mm gauge pin. All four (4) inner shafts were tested with a 6.5 mm pin from gp29 and passed inspection at customer quality. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A root cause could not be determined as the complaint could not be confirmed. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had great difficulty in getting the t-pal inserter to release/detach from the t-pal spacer (cage) 12 mm x 32 mm during a cage insertion procedure on (B)(6) 2017. The surgeon was attempting to detach the t-pal inserter form the t-pal cage after successful insertion of the cage. There was a five (5) minute surgical delay as the surgeon tried different techniques to detach the inserter. The surgeon was able to get the inserter to release the cage and the surgery was successfully completed. The cage remains implanted. There were unanticipated x-rays; however, there was no harm to the patient. Concomitant devices reported: t-pal spacer 12 mm x 32 mm (part # 08.812.210, quantity # 1). This report is for one (1) t-pal spacer applicator knob. This is report 3 of 3 for complaint (B)(4).